Event description:
The patient reported ¿I¿ve had trouble with my mdt for about 5 months. And I¿ve gone to pain management and I¿ve told them. I thought I had arthritis in it but they said there¿s no way I can get arthritis because it¿s just flesh and that bone. But as soon as I put it on in about half hour later it starts shooting pains all around it and I have to turn it off¿. It was also stated ¿it¿s been running properly. I have gone 3-4 times, I forgot to count, and they had to adjust it, they¿ve checked it, and it had no leaks. But as soon as I put it on I start getting those shooting pains. I haven¿t put in on for about a month now. Cause it causes be pain so I told them I want it out, I want it taken out¿. There was no date for the removal yet, ¿as long as I don¿t have it on I¿m ok¿. The patient has tried to adjust with the patient programmer (pp) but it has not helped. There have been no falls or trauma. The patient stated ¿my back is so bad I don¿t think it even helped me to tell the truth. The pain to have it on and the shooting pain, I don¿t want that¿. The patient¿s health care provider (hcp) reported the cause of event was patient perception of pain in area of si. Patient experienced pain in the right buttock and was tender over si joint. Not concerned of any stim issue. Impedances were normal. Explant per patient request, not using stim.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).